Event description:
Additional information was received via a company representative. It was reported a physician reported the event to the company representative. The company representative was then contacted from a nurse at the physician's office asking how to turn off the patient's alarming pump. Being that the reservoir volume was at 0, the alarm could not be shut off. The company representative advised them to refill the pump as soon as possible or add preservative free saline. The patient was moving out of state and was scheduled to have the pump taken out by another physician.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown con centration and dose) via an implanted pump. The pump's indication for use (IFU) was not provided. It was reported that a volume discrepancy occurred; at a refill appointment on (B)(6) 2016, they were expecting 0.5 ml, but pulled back 10 ml from the pump reservoir. The healthcare professional didn't refill the pump on that date due to the volume discrepancy. No symptoms were reported. A supplemental report will be submitted if additional information is received.

Event description:
The manufacturer¿s representative (rep) had also reported on 2016-04-11 that the healthcare professional (hcp) was performing a dye study on that date. Additional information from the rep on 2016-04-24 indicated that the hcp stated that the pump and catheter were working fine. Another supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported a physician reported the event to the company representative.